Event description:
The complainant reported a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support for a percutaneous cardiac intervention (pci) following left heart catheterization and selective coronary angiography. The impella cp was placed without complications, and following a successful pci without complications. The patient was admitted to the intensive care unit (ICU) still in cardiogenic shock. After arriving to the ICU, the patient¿s impella site dressing was found to be saturated with blood. The dressing was changed, and no further bleeding or oozing was noted. The patient¿s partial thromboplastin time (ptt) was elevated with a result of 200 seconds, and the decision was made to hold heparin until the ptt decreased to therapeutic targets. There was additional oozing noted later the same evening, and the patient¿s dressing was changed again. Additionally, the medical team was advised to verify angle matching and forward suture tension. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.